Event description:
It was reported via repair work order that the cot could not be secured in the ambulance due to a missing retaining post and pin bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.